Event description:
It was reported that the pump displayed "cassette not attached properly. Reattach cassette." Patient involvement unknown.

Manufacturer narrative:
Other text: b3: event date unknown. D4: UDI - (B)(4). Device evaluation: one device was received. A visual inspection found a cracked battery compartment, peeling dso seal, and scratched lens. A review of the event history log found high alarm displayed: cassette not attached properly. During the functional testing, the pump failed calibration and alarmed "cassette not attached" during priming. The cause of the issue was found to be an inoperable dso sensor. The dso sensor was replaced. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service in the previous 12 months and there was no indication the complaint was related to previous service of the device. For all enquiries or follow-up questions related to the record, do not use (B)(6) located in sections g.1., please direct those to the following: (B)(6).